Manufacturer narrative:
The sodium electrode lot number was fvc53 with an expiration date of 20-dec-2026. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode results for 2 patients' samples tested on a cobas pro ise analytical unit. Sample 1: initial result: 137.800 mmol/l. An issue was observed with a different electrode, prompting the repeat of the sample on a different system. No questionable result was reported outside the laboratory. Repeat result: 132.600 mmol/l. Sample 2 was tested on (B)(6) 2026: initial result: 147.6 mmol/l. Repeat results: 143.4 mmol/l, 143.5 mmol/l, 142.1 mmol/l, and 142.4 mmol/l.

Manufacturer narrative:
The field service engineer found an issue with the electrode and replaced it. Precision studies were performed, and they were within specifications. No further issues were reported after the service visit. The service action of replacing the electrode resolved the issue. The cause of the event was related to manufacturing.